Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient received inappropriate shocks delivered on the right ventricular (rv) channel due to high ventricular heart rate in response to atrial fibrillation (af). Increased defibrillation impedance were observed on the rv lead. No intervention has been performed. The patient was stable.